Manufacturer narrative:
Per the clinic, the patient was treated with steroid (specific date, type and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024 to remove the abutment. The patient was reimplanted with a transcutaneous osia implant system during the same surgery.

Event description:
Per the clinic, the patient experienced repeated cases of infection around the abutment site. Subsequently, the patient was treated with antibiotics (type, date and duration not reported) and the abutment was removed. Additional information has been requested but has not been made available as of the date of this report.